Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported their blood glucose declined to 48 mg/dl. The customer reported treating their blood glucose with food. The customer's blood glucose rose to 141 mg/dl at the time of the call. The customer reported being prescribed morphine for a hospitalization for sores on their leg. The customer declined to troubleshoot. Customer declined to return the insulin pump for analysis.